Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem was unable to be duplicated. Three separate delivery accuracy tests were performed. The pump was slightly under delivering but within the published +/-6% specification. Service recommended that the expulsor be replaced in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed flow rate test at 18.21ml. No patient was involved in this event. No adverse effects reported.